Manufacturer narrative:
Analysis of the patient programmer, serial # (B)(4), found no anomalies and the complaint was unverified. The antenna jack was resoldered as a preventative measure and the face plate was scratched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient programmer wouldn¿t power on. The patient had been in pain and had not been able to use the patient programmer to adjust the stimulation. The changed the batteries and the patient programmer had not gotten wet or been dropped. The patient bought new batteries that worked in the old patient programmer and replacement programmer. It was noted that the replacement programmer was working. Indications for use include non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s back pain was caused by the inability to change the settings on the stimulator. The programmer wouldn¿t turn on with replacement batteries. The new programmer was resolving the patient¿s pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.